Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, supported with a heartmate 3 (hm3) left ventricular assist device (lvad) set at a speed of 6200 rpm with a low speed limit of 6000 rpm, experienced an isolated event during which a speed of 5700 rpm was observed. Review of the event log file over several days did not identify any recorded drops below the established low-speed limit of 6000 rpm.